Event description:
It was reported that a lead appeared to be very close to the surface of the skin. The physician was concerned about infection, and the decision was made to explant both leads and leave the implantable neurostimulator (ins) in the pocket so the patient could be reimplanted with new leads in the future. Lab testing for infection was performed. The leads had eroded through the skin. Follow-up determined that no infection had occurred and the lead had not eroded through the skin. The patient did have a boil at the site of the original incision. The leads were explanted and the ins remained in the patient. No further information was known. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).